Event description:
It was reported that a patient, (B)(6) male, underwent a pulmonary vein isolation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. At the end of procedure, ablation was being performed at the right superior pulmonary vein and a perforation occurred on the left atrium. The physician attempted to reach a special area in the right superior pulmonary vein to close to the circle of isolation of the right pv¿s; patient started to breathe deeply at this time of the procedure. The physician continued to encircle but unable to reach certain point; pushed with an amount of force that reached the region under ablation and perforation occurred. A pericardiocentesis was performed and removed 1800 ml of blood; patient required an extended hospitalization (5 days) and reported to be in stable condition at the time bwi followed-up with the physician. The patient received anticoagulation for > 250 s. The physician¿s opinion regarding the cause of this adverse event is due to the handling/usage of the catheter. Settings during the event include: under power control mode at 20 w., temperature cut-off at 45° degrees, flow setting at 8 ml/min.

Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. B) as the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).